Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted they were not able to test the electrical surgical unit (esu) [erbe] due to time constraints between cases. However, the fse noted that only the vision side cart (vsc) was able to be removed from the room and the staff stated they did try multiple instruments and cables; but, the bipolar would not fire. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The erbe was returned to isi for failure analysis (fa). Fa investigation could not reproduce the reported failure, "bipolar not working." The unit was placed on an in-house system under normal mode. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the bipolar energy was not working. No errors were present in the system logs. The site replaced the energy cable and the instrument, but the issue persisted. The site replaced the bipolar energy cable and the issue persisted. The site decided to convert to laparoscopic surgery before trying the other energy port or power cycling the electrical surgical unit (esu). The procedure was completed with no reported injury.